Manufacturer narrative:
Hamilton medical ag case number is (B)(6). Investigation still ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h6 and h11 have been updated. During clinical use at hospital, the ventilator generated a high-priority alarm indicating a "battery communication error." The alarm was visual and intermittent audible. The failure was not reproducible during follow-up testing. However, manual ventilation was required, and the patient was transferred to another functioning ventilator. Nevertheless, the event did not cause or contribute to a death or serious injury for a patient. Hamilton medical received and analyzed the device log files. On the reported event date (2023-06-18), the ventilator was turned on at 01:00:28 and operated until 16:43:35. A high-priority "battery communication error" alarm occurred at 15:36:59. The logs also showed several other alarms and mode changes throughout the day. The preoperational check was successfully completed before use. No conclusive findings regarding the root cause could be established. Nevertheless, so far, no correction action was indicated to be implemented on the affected device. Recommended actions include verifying battery connections, replacing the battery if necessary, and updating the software to version 2.2.1, which addresses timing issues between hardware components. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: - battery-communication-error alarm during ventilation and that could not be resolved. The patient was then removed from the vent and placed on another functioning vent. The patient got manually bagged during this transition period between both ventilators. - no patient harm and no third-party harm reported. Investigation still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation still ongoing.

Event description:
The following was reported to hamilton medical ag: battery-communication-error alarm during ventilation and that could not be resolved. The patient was then removed from the vent and placed on another functioning vent. The patient got manually bagged during this transition period between both ventilators. No patient harm and no third-party harm reported. Investigation still ongoing.